Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall and required a restart, after which the device was determined to need replacement and was no longer water resistant, with backup therapy recommended due to questioned functionality. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, hospitalization, or emergency care. Investigation included review of device history and user education on data sync, shutdown, and return process. Investigation of this case revealed a device malfunction consistent with a motor stall affecting the pump mechanism, with function compromised and necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was device component failure leading to a pump motor stall.